Event description:
My dexcom g6 sensor was on day 5. Before dinner, my cgm reading was 170 (after 2 hours of no data) but finger stick was 100. After dinner, cgm showed 95 for over an hour, as I was feeling worse and worse. Finally did a finger stick: 38. Started to have visual disturbances and lightheadedness. Needed to take an injection of glucagon.